Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: transvaginal pelvic ultrasound reason for exam: dysmenorrhea. Impression: no apparent active process. There are a few somewhat prominent veins in the left pelvis of uncertain clinical significance. Linear echogenicity is seen on the left consistent with the essure device. No corresponding density is seen on the right. On (B)(6) 2011: hemoglobin today is 13.2 and hematocrit is 39. Temperature today is 99.0. Concurrent conditions included fatigue, dizzy spells, nausea, midcycle bleeding, joint pain, hypothyroidism, goiter, muscle spasms, dyspareunia, menopause, vaginal discharge, dysmenorrhea, loss of libido, urination abnormal nos, joint pain and menstruation irregular. Concomitant products included oral contraceptive nos for irregular menstruation as well as levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("fibromyalgia") and autoimmune thyroiditis ("thyroid/ hashimotos"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, fibromyalgia and autoimmune thyroiditis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: trailing into the uterine cavity was 6 from the right tube. Trailing into the uterine cavity was 5 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain lot number: 787227, manufacturing date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become serious incident, surgery added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: transvaginal pelvic ultrasound reason for exam: dysmenorrhea. Impression: no apparent active process. There are a few somewhat prominent veins in the left pelvis of uncertain clinical significance. Linear echogenicity is seen on the left consistent with the essure device. No corresponding density is seen on the right. (B)(6) 2011: hemoglobin today is 13.2 and hematocrit is 39. Temperature today is 99.0. Concurrent conditions included fatigue, dizzy spells, nausea, midcycle bleeding, joint pain, hypothyroidism, goiter, muscle spasms, dyspareunia, menopause, vaginal discharge, dysmenorrhea, loss of libido, urination abnormal nos, joint pain and menstruation irregular. Concomitant products included oral contraceptive nos for irregular menstruation as well as levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis ("thyroid/ hashimotos") and transient ischaemic attack ("having mini stroke"). The patient was treated with surgery (hysterctomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, fibromyalgia, autoimmune thyroiditis and transient ischaemic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, transient ischaemic attack, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: trailing into the uterine cavity was 6 from the right tube. Trailing into the uterine cavity was 5 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain. Lot number: 787227. Manufacturing date: 2010-10 ,expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Reporter added. New event "stroke" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: transvaginal pelvic ultrasound. Reason for exam: dysmenorrhea. Impression: no apparent active process. There are a few somewhat prominent veins in the left. Pelvis of uncertain clinical significance. Linear echogenicity is seen on the left consistent with the essure device. No corresponding density is seen on the right. (B)(6) 2011: hemoglobin today is 13.2 and hematocrit is 39. Temperature today is 99.0. Concurrent conditions included fatigue, dizzy spells, nausea, midcycle bleeding, joint pain, hypothyroidism, goiter, muscle spasms, dyspareunia, menopause, vaginal discharge, dysmenorrhea, loss of libido, urination abnormal nos, joint pain and menstruation irregular. Concomitant products included oral contraceptive nos for irregular menstruation as well as levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis ("thyroid/ hashimotos") and transient ischaemic attack ("having mini stroke"). The patient was treated with surgery (robotic-assisted hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, fibromyalgia, autoimmune thyroiditis and transient ischaemic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, systemic lupus erythematosus, transient ischaemic attack, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient was hospitalized. Insertion details: trailing into the uterine cavity was 6 from the right tube. Trailing into the uterine cavity was 5 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain lot number: 787227; manufacturing date: 2010-10; expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: transvaginal pelvic ultrasound. Reason for exam: dysmenorrhea. Impression: no apparent active process. There are a few somewhat prominent veins in the left pelvis of uncertain clinical significance. Linear echogenicity is seen on the left consistent with the essure device. No corresponding density is seen on the right. On (B)(6) 2011: hemoglobin today is 13.2 and hematocrit is 39. Temperature today is 99.0. Concurrent conditions included fatigue, dizzy spells, nausea, midcycle bleeding, joint pain, hypothyroidism, goiter, muscle spasms, dyspareunia, menopause, vaginal discharge, dysmenorrhea, loss of libido, urination abnormal nos, joint pain and menstruation irregular. Concomitant products included oral contraceptive nos for irregular menstruation as well as levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis ("thyroid/ hashimotos") and transient ischaemic attack ("having mini stroke"). The patient was treated with surgery (robotic-assisted hysterectomy plus bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, fibromyalgia, autoimmune thyroiditis and transient ischaemic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroiditis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, transient ischaemic attack, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient was hospitalized insertion details: trailing into the uterine cavity was 6 from the right tube. Trailing into the uterine cavity was 5 from the left tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain lot number: 787227. Manufacturing date: 2010-10 ,expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.